Event description:
It was reported that the surgeon felt that the new zimmer air dermatome ii did not work as well as the older version dermatome. He stated that the screw on the new device does not hold the blade as well as the older two-screw version. In addition, he stated that the device had torn up several of his grafts, and his grafts are not as consistent or good. No additional clinical info was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.